Event description:
The customer contact reported the device touchscreen is non responsive. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility and found the device touchscreen was not responsive. The probable cause was contamination found between the front bezel and touchscreen assembly. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.